Manufacturer narrative:
The associated complaint device was not returned for evaluation.

Event description:
It was reported that a revision surgery was performed due to a stiff knee. During the surgery it was noted that the insert was not locked into the tibia base.